Event description:
After holding pressure on a vein following a dialysis procedure, a technician found blood had leaked through her vinyl gloves resulting in exposure to possible blood-born pathogens. The technician required screening and follow-up for the exposure.